Manufacturer narrative:
(B) (4). The ge service rep adjusted the strapping for the 242v input and completed collimator. The system operates as intended.

Event description:
The customer reported that the collimator was misaligned and does not switch on. No pt injury was reported.